Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the o2 blender to address the reported issue.

Event description:
It was reported to vyaire medical that the unit was delivering a lower amount of oxygen than expected. There was no report of any patient involvement associated with this event.